Manufacturer narrative:
The device was returned to the manufacturer for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that when the camera was turned on in preparation for a case, it began to smoke. There was no patient involvement and there were no allegations of adverse consequences associated with the event.